Event description:
Customer reportedly received the following results on the advantage system while using comfort curve test strips within 10 minutes: 237 mg/dl, 37 mg/dl, and 391 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.